Manufacturer narrative:
Philips service replaced image disk 1 and restored the device to full functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4))

Event description:
It was reported to philips that image playback freezes; image disk failure confirmed on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.